Event description:
It was reported to philips that the system was not switching on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse found that the fuse was faulty which was an intermittent issue. Fse replaced the fuse which resolved the issue. After the replacement of fuse, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.